Event description:
During a laparascopic cholecystetomy the er320 was spitting clips. No clips were placed over other clips. Another er320 was used to complete case. There was no consequence to the patient.

Manufacturer narrative:
Visual inspections & results: clip in jaws no, damaged jaws no, damaged cutter n/a, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform yes, firing: form conform no, jaws: hold clip yes, jaws: inside width at tips .276, lockout functional yes. Analysis conclusion: based upon the inquiry info recieved and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. It the jaws are closed over a hard object, the jaws become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.